Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected collets and tip eject sleeves. All were clean and in good condition. Tested lld on sample and reagent and completed without error. No repairs needed. The instrument was tested without further problem,and was returned to expected operation.